Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery will not charge was confirmed. An assessment was performed on the device which was found to be defective with the charger-as the red error/warning light came on shortly after inserting the battery. The assignable root cause was determined to be due to normal wear on components from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that two battery devices would not charge. It was reported that there was no delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.